Event description:
A surgeon reported that fifteen years following intraocular lens (iol) implant surgery, a pt's lens has become cloudy. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested 03/24/2011, 03/30/2011, 04/05/2011 and 04/15/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).